Manufacturer narrative:
On 04/20/2017, a medela clinician spoke with the customer at which time she stated she is not having symptoms of dermatitis any longer.  She was prescribed apno  3x times per day. Based on the customer statement that she is no longer experiencing symptoms and with no report of continued symptoms, this issue is resolved with no permanent adverse effects to the customer. It cannot be definitively concluded that the pump/breastshields caused or contributed to the customer¿s rash. Reported issues of rash are under investigation in (B)(4).

Event description:
On 04/11/2017, the customer reported to customer service that she had an allergic reaction to the breast shield. Her doctor stated she has dermatitis. She also stated that she has a rash, redness and bumps.